Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI#: (B)(4).

Event description:
It was reported a consumer was demonstrating use of a bd insyte¿ autoguard¿ shielded IV catheter 22 g x 1 in. When the needle failed to retract. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: investigation summary: review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the observations and testing could not be performed because units were not received for investigation of this incident. Investigation conclusion: confirmation of the defect stated in the subject of the pr could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defects stated in the pir. This incident is indeterminate. Bd was unable to reproduce the customer¿s experience because units were not returned for evaluation and testing. Corrections and CAPA: corrective action project / CAPA (#): a root cause could not be established. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.